Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter stated that after swimming in the ocean, the pump had no power and noted moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/09/2013 with the following findings: the pump was unable to power on; no audible or vibratory sounds were noted. The pump history and black box history was unable to be downloaded. The pump cover was removed and internal moisture was found inside the pump. Investigation was unable to be completed due to the pump not able to power on due to internal moisture damage. Unrelated to the complaint, a visual inspection noted moisture in the display lens. Also unrelated to the complaint, the keypad was found to be lifted around the ok keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The keypad was found to be leaking during a leak test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.